Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The valve was not returned to edwards for evaluation as it remains implanted in the patient. Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the reason for the sapien 3 valve stenosis approximately 1 year and 1 month post deployment in a surgical mitral valve. To date, information regarding the patient (medical records, viv procedure op notes) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, based on the limited information provided, the exact root cause for the valve stenosis 1 year and 1 month post mitral valve in valve implant could not be confirmed. However, it may be related to patient¿s co-morbidities or pre-existing valvular disease process may have contributed to the event. Heart failure, pulmonary hypertension and severe copd may have contributed to the patient death approximately 1 year and 10 months post valve implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), a 29mm sapien 3 valve was deployed in an existing biological valve in the mitral position by the transapical approach. Thirteen (13) months post implant, tee showed an ¿initial stenosis¿. Approximately, nine months later, the patient was admitted to the hospital for heart failure, respiratory failure and pulmonary hypertension. Echo showed severe mitral stenosis. After a period of hospitalization, the patient died in hospital due to heart failure and copd. The date of death is not available.